Event description:
Intubated with 2.5 et tube by pediatrician, not ventilating appropriately and requiring high pressures, reintubated with 3.0 et tube per anesthesia. Rt and md staff remember having difficulty with the stylet pre and post second intubation. Ventilator pressures were still high, so the baby was reintubated with a 3rd 3.0 ett with improvement in oxygenation and pressures. Upon removing the second ett, it appeared that there was a 2.0 ett stuck inside the 3.0 ett. Ref reports: mw5115620, mw5115621.